Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got no delivery alarm and experienced high blood glucose of 569 mg/dl. The customer treated with injections. The customer declined to troubleshoot for high blood glucose and no delivery alarm. The product was returned for analysis.